Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Second revision surgery - due to the patient falling and dislocating. This is the second time the patient has fallen. The surgeon wanted to do a constrained liner.